Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of labeled operating altitude range. Customer declined troubleshooting with tandem technical support and declined to provide further information.